Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's operative records were received. Records indicate the patient was revised due to a painful hip and fluid collection. Upon revision corrosion was found.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Depuy considers this complaint closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no lab results), swelling, large amount of fluid, and cyst. The stem is being added for the alleged high metal ions. The pfs included another revision operative date of (B)(6) 2012. On this date the patient had a hematoma drained, which isn't reportable. The note did reference the patient was operated on 3 weeks prior for a fractured stem. No operative note or date is given for the fractured stem. There was no mention of corrosion as litigation alleged. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.